Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and pace/sense portion of the right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and oversensing. The patient had a history of previously reported infection (please reference report 2124215-2010-11840) as well as other health related problems, so the physician chose to continue monitoring at this time. No adverse patient effects were reported. This product remains implanted and in service.